Event description:
I'm not too good with dates, but I can remember that I began using fixodent, left using fixodent, but I didn't know what was causing my pain in my arms and, down the sides of my legs and in my feet. I went to see dr, and he treated me for anterior cervical discectomy in my neck and later diagnosed me with neuropathy. But I have used a few denture cream products and have not had blood tested yet, but will soon do so, right now I have no insurance to go to the doctors as of (B)(6) 2009. Dose: dk spread, dk spread cream. Frequency: once a day. Route: oral. Dates of use: 2003 til 2008. Diagnosis: dentures. Event abated after use stopped: no.